Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Lot number: unknown, not provided. UDI#: unknown, as lot number not provided. Expiration date: unknown, as lot number not provided. Alternative report identification number: (B)(4). Device manufacture date: unknown, as lot number not provided. Device evaluation: product testing could not be performed as the product was not returned. The consumer¿s reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product lot number was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received: report from a physician regarding his patient¿s experience with blink revitalens multipurpose solution. The patient experienced a reaction after using the solution and developed eyelid redness and eyelid irritation a week after use. Additional information was provided, after trying a sample kit of revitalens, the patient was examined on (B)(6) 2018 and had a rash around the eyelids. The patient said the rash started approximately 2 weeks prior the exam. The patient was to discontinue contact lens wear and was treated with zylet ophthalmic drops qid ou (four times a day) x 4 days then taper and lotemax ung to the eyelids bid (twice a day) x 7 days. On (B)(6) 2018 he was seen for another follow up with much improvement. He still had a mild rash but only on the right eyelids. He was told to continue medications and discontinue contacts for another week. On (B)(6) 2018 he came in with another rash on all eyelids. He states he was using a new set of vita contacts however he switched back to clear care. He was restarted on the lotemax ung only bid to all eyelids and to discontinue contact lenses and to come back one week later which he did not do. On (B)(6) 2018 the physician¿s office had not heard back from him, so he was called and reported that he wasn''t using contacts because he was still using the ointment. He was advised to make another follow up appointment and to keep the physician updated on his progress. The physician has not heard back from him.